Event description:
On (B)(6) 2025, the user reported that their ilet had been on the charger for an hour without charging despite using the correct charger and outlets. Logs confirmed the device was charging but the battery was not increasing, and prior cases showed the user had multiple replacements for the same issue. Attempts to follow up on 10-aug, 11-aug, and 12-aug resulted in voicemails. On (B)(6) 2025, the user called upset about the ilet not charging and ended the call during troubleshooting. On (B)(6) 2025, the user called again reporting the replacement pump still was not charging or was charging very slowly. The agent recommended sending a brand-new charger, which the user agreed to, and the address was confirmed. Blood glucose was not affected. No symptoms reported during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.